Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at fold in the proximal end and middle of the cylinder. The first cylinder had a complete tear in the outer tube and two holes from wear in the proximal end of the cylinder. The cylinder did not pass the leakage testing. The second cylinder was microscopically inspected and had wear at fold in the proximal end and middle of the cylinder. The second cylinder passed the leakage test. The reservoir was microscopically inspected and had wear at a fold in reservoir shell. The reservoir passed the leakage test. The momentary squeezed (ms) pump kink resistant tubing (krt) were microscopically inspected and were worn to the filament. The pump did not pass the activation tests. The ms pump passed leak test. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a rupture in the left cylinder. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a rupture in the left cylinder. The ipp was explanted and replaced. There were no patient complications reported.